Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room and admitted into intensive care unit on (B)(6) 2018 due to high blood glucose of 495 mg/dl as well as diabetic ketoacidosis. Customer had symptoms like nausea, kussmauls respiration and customer was treated with manual injection. Customer¿s current blood glucose was 446 mg/dl before that blood glucose was 262 mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer reports insulin exited at quick release. Customer performed high pressure test and found insulin flow blocked. Product will be return for analysis.